Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving gablofen (2000 mcg/ml at 370 mcg/day) via an implantable pump for intractable spasticity and stroke. It was reported that the patient pump was bumping against their ribs. There were no known factors that may have led or contributed to the issue. The pump was relocated from a left lateral position to a more medial position, approximately 2.5 inches. Of note, the existing implanted catheter never disconnected from existing implanted pump. The catheter access port was accessed with a 24 gauge non coring needle and easily withdrew csf (cerebrospinal fluid). The issue was resolved at the time of report. The patient's medical history included stroke and aneurism. The patient's status at the time of report was alive - no injury.